Event description:
I have been using contact lenses dailies aquacomfort plus from alcon for about 15 years. Usually the same brand. The last 3 boxes that I have bought has serious defects, it either is already torn even inside the package, which I was throwing directly, or it gets torn easily after wearing it. It has never happened before with this brand, so I assume that they changed the material. Though it was making me very anxious that by paying a lot of money for it, I had to throw (B)(4)% of the lenses in the box, but I was ignoring it until this incident happened. I have worn lenses for a couple of hours, and then I took it out as usual and throw it. Next morning, I felt that something is not ok with my right eye. I checked it, I could not notice; something was wrong with it, but just a minor inflammation. But just to be sure I applied tobradex to it for couple days until the inflammation stopped. But the annoying feeling did not stop. I ignored it for couple days, thinking that the eye to heal from the inflammation. After 4 or 5 days I decided to put lenses again and to see how it goes. The lense in my right eye was not sticking normally, and the eye was still annoyed. Anyways after 4-5 hours wearing it, I took it out and threw it away. Next morning, I inspected my eye again, and I found out that the ripe of 1/4 of the contact lense from the previous time (4-5 days ago) has been stuck to my eye all these days. I could not see it before, and most likely wearing new pair of lenses yesterday, finally tricked that ripped part of the lense to unstick from my eye. It was horrible experience, and I am afraid even to think what might have happened if it stayed longer in my eye. I have checked the MFR's (B)(6) page, and I see other people facing the same issues with defective product, but the MFR seems to ignore it, so I hope that you will inspect this, as this might cause serious problems to the eyes.